Manufacturer narrative:
The following field has been updated with corrected information for medical device lot # 4178486: d4. Unique identifier (UDI) #: (B)(6). Investigation summary: bd received two photos for investigation. The evaluation of these photos indicated that the closure had separated while being removed from the tube. Furthermore, 30 retained samples from each lot were tested and found to be within specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4178486 and 4246202, for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance blood collection tubes, the decapping module only removes the hemogard safety cap but not the rubber stopper. As a result, the analyzer couldn't process the tubes and this causes manual intervention. No patient impact reported.

Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance blood collection tubes, the decapping module only removes the hemogard safety cap but not the rubber stopper. As a result, the analyzer couldn't process the tubes and this causes manual intervention. No patient impact reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4. Medical device lot#: 4246202. D4. Medical device expiration date: 28-feb-2026. H4. Device manufacture date: 02-sep-2024. D4. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.